Event description:
It was reported that the tf 387 - indicated "no o2 dosing possible". There was no patient involvement reported.

Manufacturer narrative:
File identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
B5: additional information received indicates that the customer was able to provide logfiles for further investigation.

Manufacturer narrative:
H3: findings/root cause: the suspect device was not returned for investigation; however the customer did provide log files to technical support for review. After analyzing the logs, technical support advised the customer to perform an o2 gas path test. Following this test, the issue was resolved, and the user successfully calibrated the device without any errors. The customer's reported issue was confirmed in that the user setup for the test was incorrect.